Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that it was on a temporary basal because she was exercising. Blood glucose value is 54 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.